Manufacturer narrative:
(B)(6). Bwi equipment involved: carto3: serial: (B)(4), stockert: serial: (B)(4), coolflow pump: serial: (B)(4), thermocool sf, f-curve catheter: cat#: d131503, unknown lot, catheter disposed of lassonav 10 pole, 20mm catheter: cat#: d134903, unknown lot, catheter disposed of duodeca catheter: cat#: d728260rt, unknown lot, catheter disposed of manufacturer ref #(B)(4).

Event description:
It was reported that after an afib ¿ paroxysmal procedure on (B)(6) 2015 with a thermocool sf nav, it was noticed that the patient suffered coronary sinus esophagus fistula, which required an esophageal stent insertion. It was stated that the patient has esophageal fistula history prior this event. The patient was stable condition at the time of reporting this event. The physician¿s opinion regarding the cause of this adverse event is that this is combination of biosense product, procedure, and patient condition, however there is no detail available. There was no malfunction on bwi products were reported.